Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary attune ps rp tkr in 2019 - patella was not resurfaced at time of primary surgery. Patient has been developing anterior knee pain over the last few months, mr (B)(6) has reviewed the patient and opted to resurface the patella. Doi: 2019. Dor: (B)(6) 2021. Unknown side.